Event description:
It was reported the patient did not charge the system for five months. As a result, the ipg was unable to communicate with external devices. The ipg was explanted and replaced with another model. Stimulation therapy was restored.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.